Event description:
Zoll sales representative reported that during an equipment check (prior to visiting a customer), the autopulse platform displayed a "low battery" message with a fully charged autopulse li-ion battery. Multiple batteries were tried but to no improvement. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.